Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, wire protection of the right coronary artery was provided. Post-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. Post-implant, a gradient of 4 millimeters of mercury (mmhg) was observed with no paravalvular leak (pvl). Coronary blood flow was observed. Approximately nine hours following the valve implant, hypotension, rapid atrial fibrillation (afib), and pea (pulseless electrical activity) arrest were reported. Subsequently the patient died. The cause of death was unknown. It was noted that the patient had pre-existing afib.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, wire protection of the right coronary artery was provided. Post-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. Post-implant, a gradient of 4 millimeters of mercury (mmhg) was observed with no paravalvular leak (pvl). Coronary blood flow was observed. Approximately nine hours following the valve implant, hypotension, rapid atrial fibrillation (afib), and pea (pulseless electrical activity) arrest were reported. Subsequently the patient died. The cause of death was unknown. It was noted that the patient had pre-existing afib.

Manufacturer narrative:
Additional information was received that per the physician, it was believed that the patient deteriorated due to right heart failure prior to the procedure. Per the physician, it was believed that the death was related to hypoperfusion of the coronary arteries. It was unknown if the valve caused or contributed to the death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.